Manufacturer narrative:
It was reported that a e-drive will be returned to the manufacturer due to a washer issue. The failure occurred in the getinge national repair center. As confirmed by the getinge depot center the failure was found during final testing and the e-drive was put out of use. Another e-drive with a similar failure was investigated by getinge life-cycle-engineering on 2023-08-17 with the following results: the examination of the e-drive showed that the installed schnorr retaining washer, the bulging of the magnetic holding disc by 0.4mm and due to the attachment of the retaining ring and an unfavorable tolerance in addition to the individual components can lead to the failure of the e-drive. For this failure a fsca 874872 was initiated on 2023-10-05 with the following action: removal of the safety washer for all cardiohelp with affected emergency drives. According to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The device was manufactured on 2022-09-30. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6) ) was reviewed on 2023-08-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "e-drive will returned to manufacturer due to washer issue " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(6).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that a e-drive will be returned to manufacturer for investigation, e-drive was non-functional in the national repair center. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
As confirmed by getinge depot center the failure was found during final test and the e-drive was put out of use. Another e-drive with the same failure was investigated by getinge life-cycle-engeneering with the following results: the examination of the e-drive showed that the installed schnorr retaining washer, the bulging of the magnetic holding disc by 0.4mm and due to the attachment of the retaining ring and an unfavorable tolerance in addition to the individual components can lead to the failure of the e-drive. Further investigation still ongoing. A follow up will submitted, when additional information become available.

Event description:
Complaint ID: (B)(4).